Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Nothing has happened from it yet no. Not swallowed anything or had any irritation. Have not chocked or anything no [no adverse event] . Toothbrush [heads] keeps coming off the brush - oral-b [device breakage]. Case narrative: 84 year old female consumer reported via phone that the oral-b toothbrush heads came off of the oral-b pro 3 toothbrush handle while she was using it and nothing had happened, she did not swallow anything, have any irritation, and did not choke. No injury was reported.